Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device was implanted in 2005 and they have not used the "controller" for about 10 years. It was stated that they used the controller about a week prior to date notified to see if it would work, and ever since they turned on the machine and put in the 9 v battery they have been having sudden symptoms. Specifically, they have been having hallucinations, screaming fits, short term memory, they don't know what they are doing and are causing problems, and are falling. They are going to go to their healthcare provider (hcp) who performed the implant. It was confirmed that the bottom 9 v battery has a light on, so they took the battery out of the controller. When asked if they wanted to troubleshoot the patient hung up on the call. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.